Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient who was receiving baclofen with concentration 2000 mcg/ml at a dose rate of 273 mcg/day via an implantable pump for post spinal cord injury and intractable spasticity. It was reported that on 2019-nov-04 the company representative was called to the emergency room to assist a physician with decreasing the patient¿s dose by 10%. It was noted that there was question the patient was having issues with "baclofen toxicity". It was further noted that similar problems had occurred a couple years ago (please refer to MFR report # 3004209178-2016-22173 regarding this previous event). The pump was noted as having been refilled (B)(6) 2019. The company representative had no further history. When they saw the patient on (B)(6) 2019 the patient did not want the dose decreased. Checking pump logs and check for volume discrepancy was being considered. A dye study was performed on (B)(6) 2019 and the catheter was patent with tip placement at c7. It was noted that the patient had the pump due to intractable spasticity due to spinal cord injury and head trauma. The patient was described as always confused and difficult to assess. No further patient complications have been reported as a result of this event. Additional information was received from the manufacturing representative. The rep reported they were informed of the event by the national answering service and could not remember the name of the emergency room physician. The rep stated the cause of the reported issue/issues with baclofen toxicity was not determined. The healthcare provider reduced the patient's oral baclofen. The dose was unknown. The rep was called back the same day as the dye study and the physician wanted to reduce the dose again by 10%. The rep assisted the physician with programming. It was reported the patient was going to be discharged and referred back to his managing doctor. The rep had no further information. The attending physician planned to notify the patient's managing physician. No further patient complications have been reported as a result of this event.